Event description:
It was reported, that during preparation for use, the xenon light source was not working. The lamp was changed, however, there was still no light. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it was confirmed that the scope connector was damaged and the lock part was worn, it is likely that the front panel display flashes and the lamp does not light up was due to the damage to the scope connector and the wear of the lock part. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.